Event description:
Procedure: gastric bypass. Reportedly, the reload was getting caught on patient tissue at the distal end. This tore a small strip of tissue from the patient, but the tear was not significant enough to warrant any action by the surgeon. The surgeon stated that the patient was unharmed and he was only reporting this just so we could look into it & see what, if anything, is occurring.